Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that "insufficient information for complaint classification" occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that while the patient was making a report for a different person; to request a product replacement and during the call, he had a medical emergency while using his dexcom g7. He stated it was not functioning properly and his sugar crashed. He didn't realize it until it was too late. As per patient he passed out. He had it up" and he took medication and no 911 was called. The patient stated that he was not brought to any hospital and didn't get help from the emergency medical team (emt), instead he took care of it by himself. He took sugar on his system which brought his sugar back up. There were no bg and cgm readings provided during the event and after the event. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-327518 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.